Event description:
The patient presented in clinic following a vibratory alert due to non sustained right ventricular (rv) oversensing episodes. Decreased impedance and no rv capture was noted and diagnostic imaging confirmed rv lead dislodgement. The rv lead was explanted and replaced. The patient was in stable condition. The patient presented in clinic following a vibratory alert due to non sustained right ventricular (rv) oversensing episodes. Decreased impedance and no rv capture was noted and diagnostic imaging confirmed rv lead dislodgement. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, sensing r-wave amplitude variation, loss of capture, oversensing far-r wave and low lead impedance. Sensing r-wave amplitude variation, loss of capture, oversensing far-r wave and low lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within specification.